Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the nozzle being clogged with foreign material. Additional findings are as follows: due to wear of the angle wire, the play of up/down knob was out of the standard value; the adhesive on the bending section cover was chipped, cracked and had a white clouded area; due to clogging of the nozzle, the air supply volume and water removal ability did not meet the standard value; the universal cord was wrinkled and was scratched, the protector of the universal cord on the suction connector had a scratch, the suction connector was deformed, the adhesives around the light guide lens and objective lens both had a white clouded area, and the plastic distal end cover and the connecting tube were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an air/water flow issue while using the evis lucera elite colonovideoscope. There were no reports of patient harm. The device was returned and evaluated, and foreign material was clogging the channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it likely that the foreign object could not be removed due to physical damage to the equipment. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of combined functions with related equipment" as follows: [inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the end of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water supply button 1. Cover the hole in the air/water supply button with your finger. 2. Press the button while keeping the hole covered. Verify that water flows across the endoscopic image. Olympus will continue to monitor field performance for this device.